Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 375 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion were possibly related to the cartridge. The customer indicated that insulin injections were available to manage diabetes.